Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 243 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.